Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not pace. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a pacing problem. The generator passed its incoming testing. It was noted that the lower case was broken, the ring attachment was bent and one bail and bail cover were missing. The unit was cleaned and inspected, the lower case, ring attachment bail and bail cover were replaced and the unit tested on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.